Event description:
Surgeon complained of suture appearing rough and catching as it goes through tissue. Gross exam of the suture shows a "knobby" roughened surface. Dr states this was not usual for this suture, utilized another lot number and no difficulties noted. To be returned to MFR.